Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose level was 97 mg/dl. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed. Additionally, it was reported that the wake button was difficult to press. Customer confirmed pump display turned on when plugged into a power source. Reportedly, customer applied additional pressure to the wake button and continued to use the pump for insulin therapy.